Manufacturer narrative:
H.3. Device evaluated by manufacturer: a field service engineer (fse) confirmed with the customer that the error messages persisted. The fse visually confirmed that the tips were not in their tray case when placed in the aia-900 analyzer. The fse put the tips in the tray case and loaded them into the aia-900 analyzer. The fse ran quality controls, which recovered within the manufacturer's acceptable ranges; no error were generated either. The aia-900 analyzer was working in accordance to the manufacturer's expectations; no further action was required. The aia-900, serial number (B)(6), was installed at the account on 02-aug-2018. A complaint and service history review was performed from installation date to aware date 13-nov-2018. No other similar complaints were identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. [2061] tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. [3004] liquid leak detected cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. Section 5, system preparations, section 5.9 setting the test cup tray in the sorter, provides step by step instructions on proper placement of the test cup trays in the cup drawer. The most probable cause of the reported event was due to the customer loading the tip in the aia-900 analyzer with no case, which was causing the tips tray to slant down and then the b/f probe could not get a proper tip seal. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error messages "2061 tip attach error" and "3004 liquid leak detected" with their aia-900 analyzer. The customer checked for liquid, but none was observed. The technical support specialist (tss) had the customer check the wash probe tips, which were still on with the tubing attached and no liquid. The customer primed the diluent and wash solutions without errors. The daily check was also completed without any errors, but running quality controls (qc) resulted in the error messages. The tss had the customer clean the tip picker and found tips tossed around. The customer indicated seeing error messages "4124 sample-z bump" and "2105 diluent suction error" being generated. The customer requested service in order to resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle-stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.